Event description:
A dialysis facility reproted that a pt was asymptomatic during and after a dialysis treatment, but was admitted to the hosp later that day for acute hyponatremia. The hyponatremia was corrected but her hosp stay was complicated by myocardial infarction.